Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. The system logs were reviewed and 16 incomplete clamping failures and 6 complete clamps were identified during the instrument¿s last use. A green 45mm reload was installed when the clamping failures occurred. The last event identified in the logs for the instrument was an unclamp failure, which confirms the reported complaint of ¿would not release.¿ the unclamp attempt failed at 2.7% completion. The same instrument fired 4 times during the procedure before the unclamp failure occurred. The install in which the customer experienced the unclamp failure also had 11 incomplete clamps in 13 attempts with a green 45mm reload and a reload fire was not performed. The instrument was found to have a broken grip cable at the proximal end which is indicative of needing to use the stapler release kit (srk) following the unclamp failure. The grip cable breakage prevents the instrument from being tested in-house, as the instrument will fail engagement when installed. Additional system log investigation: a review of the instrument log for the stapler 45 instrument (pn: 470298-11, batch-sequence: t10180104-0020) associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2018 on system (B)(4). The alleged event occurred when the instrument had 31 uses remaining. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is being reported because the stapler instrument would not release and was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 19th use of the instrument and, therefore, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure that the stapler 45 instrument was stuck on tissue and would not release. The customer indicated that they attempted to use the stapler release kit (srk) before contacting intuitive surgical, inc. (Isi) technical support, but it was ¿not working.¿ while on the call with isi technical support, the customer indicated that they were able to successfully use the srk to open the instrument¿s jaws. The procedure was completed with a backup stapler 45 instrument and there was no reported patient harm, injury, or adverse outcome.